Event description:
During a hip periacetabular osteotomy procedure, the pin of a curved pelvic osteotomy chisel fell out causing the handle to separate as the surgeon finished using it for the surgery. The patient information was unavailable. Surgery was completed successfully. Patient status reported as fine. This is report one of one for complaint number (B)(4).

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as product is entering the complaint system. Placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis. The investigation could not be completed, no conclusion could be drawn as no product was received. A review of the device history records have been requested DHR: review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #2122420 is corresponding to the specifications. No ncrs were generated during production. Device is an instrument and is not implanted/explanted. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development evaluation: the reported part was received in a partially-reassembled state; therefore, it cannot be determined if the design is adequate for the intended use. The result of this evaluation is indeterminate.

Manufacturer narrative:
Additional narrative: manufacturing evaluation: the manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. The hardness was remeasured and found to be conforming at 52,3 hrc. All parts weren't returned so we cant perform a full investigation and conclude this complaint to be indeterminate.